Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information is confirmed to be unavailable. This is the first of two reports from this reporter. The manufacturer internal reference number is: (B)(4).

Event description:
A clinical coordinator reported that two knife blades were dull during surgery. There was no impact to the patient. Additional information is not available for this report.

Manufacturer narrative:
Additional information is provided. One opened knife sample with foam tip protector was received in a blister for the report of dull blades. The sample was visually inspected and was found to be conforming. The sample was then functionally tested for penetration and was also found to be conforming. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are no additional complaints associated with the lot for the reported issue. The returned sample was found to be visually and functionally conforming therefore, a dull blade as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned knife was manufactured to specifications. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).